Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported pump automatically switched to the quick bolus mode. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
Device was returned by customer to the manufacturer but device was lost by manufacturer before investigation could be completed. Manufacturer is unable to locate the device so no investigation of the device can be performed.